Event description:
Complainant alleged that during routine testing there was no ECG on leads 2, 3 or paddles. Device did not display "ECG lead off" message. There was no pt involvement during the reported malfunction.